Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had display issues occur with their insulin pump. The customer stated that the screen on their insulin pump went entirely black and empty. Customer's blood glucose level was reported at 137 mg/dl. Product is being replaced. No further information provided.